Manufacturer narrative:
The device was not returned to edwards for analysis as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. No additional information was provided to edwards indicating surgical intervention will take place; nor has any information been provided regarding the patient's outcome. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this surgical valve is failing after an implant duration of eleven (11) years, eleven (11) months due to mitral stenosis. The patient was admitted in congestive heart failure and was being evaluated for cardiogenic shock. Pre-op tee revealed an immobile leaflet of the bioprosthesis and a mean gradient of 15 mmhg across the mitral valve. The patient was intubated and treated with vasopressors. The site was assessing this (B)(6) female for valve-in-valve treatment; however, the patient declined any further treatment and the procedure did not take place. No additional details provided.